Event description:
It was reported that 18 devices leaked while in use 12-24 hours in the nicu. These occurrences were over a period from november 2000 to march 2001. No patient sequelae were reported.